Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens result: the lens was returned in a lens vial with liquid. Visual inspection found the haptic torn with one piece missing. (B)(4).

Event description:
The reporter stated that a cc4204a collamer single piece +13.5 diopter lens tore during loading. There was no patient contact and the backup lens was implanted. The reporter stated the nanopoint injector was used but was unable to provide further information.

Manufacturer narrative:
Work order search: no similar claims were reported for units within the same lot. (B)(4).